Event description:
It was reported that the right atrial lead had low impedance and a possible insulation integrity issue. It was noted there was evidence of inappropriate sensing of non-cardiac signals in atrial channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low atrial impedance/resistance was noted with 16,777,215 low impedance paces post lead warning on (B)(6) 2010.